Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history review was completed with material number 302830 and lot number 0059615. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and two photos were received for evaluation by our quality team. The physical sample came in a plastic bag and has a needle assembly with a plastic shield attached to it. The syringe has 10ml of a drug. Visual inspection was performed with a 10x magnifier lens. Air bubbles were seen, but no white foreign matter was observed. A double glass plate was included with the sample and is held together with scotch tape. Visual inspection was performed with a 30x microscope and a fine fiber was seen. Because of the size of the fiber, no further analysis could be performed. In the two photos provided, one shows a plunger rod-rubber stopper removed from the syringe and exposed to the environment. The other photo shows a glass plate with a particle on it as well as droplets of a substance. Based on the investigation results and that the sample had been used, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received. It came in a plastic bag. It has connected a needle assembly with plastic shield. It has 10 ml of a drug. Visual inspection was performed with a 10x magnifier lens. No white foreign matter was observed, air bubbles were noticed. Two photos were provided. One photo shows a plunger rod-rubber stopper removed from the syringe and exposed to the environment. The other photo shows a glass plate with a particle on it as well as droplets of a substance. Together with the sample a double glass plate was included. They are hold with a scotch tape. Visual inspection was performed with a 30x microscope. There is a fine fiber. Because of the size of the fiber further analysis could not be performed. A review of the applicable fmea/eura (rm832 rev8) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: probable root cause is unknown. The sample has been tampered and used. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed; however, the source is unknown since the sample has been used and exposed to an uncontrolled environment. This lot was produced for 253k units this is a cpm of 3.9.

Event description:
It was reported that 2 syringes 20ml ll s/c 48 contained foreign matter. The following information was provided by the initial reporter: "there is foreign material on the gasket. There is foreign material on the gasket. (White color)".